Manufacturer narrative:
Date of event: unknown. Medical device brand name is shortened bd vacutainer®. Medical device type is unknown. Common device name is unknown. Unknown manufacturer, bd corporate facility used. Unknown catalog number. Unknown expiration date. Unknown lot number. Unknown unique identifier number. Initial reporter: address unavailable. Bd corporate address used. Unknown manufacturing site, bd corporate facility used. PMA/510(k) unknown. Manufacture date unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported while using a bd vacutainer® to collect cord blood, there were instances of clotting.